Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 446 mg/dl at the time of the incident. The customer¿s blood glucose later decreased to 295 mg/dl and was still decreasing. The customer reported that they tried to calibrate the insulin pump several times but and it kept displaying calibration required. The insulin pump will not be returned for analysis.